Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available. There were no patient consequences.

Manufacturer narrative:
Premature battery depletion was not confirmed by analysis, but an abnormal transient battery voltage drop was identified. The cause of the voltage drop was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the transient voltage drop was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016

Event description:
New information received notes that the implantable cardioverter defibrillator was explanted and replaced. There were no patient consequences.